Manufacturer narrative:
Updated data: b5., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of about 10 minutes occurred as a result of the infold. Per the physician, annular calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013102642); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-29, the initial attempt resulted in the valve being positioned too low. The physician recaptured the valve and attempted implantation again, at which point valve infolding was observed after opening up to two-thirds. The valve was recaptured, and a new fx+ 29 millimeter (mm) valve was loaded and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the suspect complaint valve was returned loaded inside the delivery catheter system (dcs). On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. The valve was removed from the dcs and forwarded to the return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. Visual analysis showed the valve was discolored, with evidence of blood contact. The valve appeared crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the dcs for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the dcs for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.